Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2014), the patient¿s meter has been returned on 9/11/2014 and evaluated by lifescan product analysis on 9/15/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014 at 11:00 a. M. The patient manages his diabetes with insulin (humolog, self-adjuster) and an injectable medication (symlin, unknown dosage). The patient claimed he took an increased daily dose of medication (humolog, 12-15 units; symlin 12-15 units) in response to the alleged issue. The patient stated, 7 hours after the alleged issue occurred, he developed symptoms of ¿dizziness, nausea, and was very tired¿. On (B)(6) 2014 at 6:00 p. M. The patient mentioned his blood glucose was tested on another device (unknown type) and obtained a reading of ¿hi (600+ mg/dl)¿. The patient stated that a non-hcp treated him with insulin (28 units) and with the injectable medication (symlin, 45 units). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was misuse of the product. The cca discovered that the patient¿s dog ¿ate the meter¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.